Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level rising to 574 mg/dl. During trouble shooting customer technical support discovered customer had not completed loading the cartridge onto the pump. Cts educated the customer that cartridge must be loaded onto pump for insulin deliveries to remain uninterrupted. Customer acknowledged. Subsequently, the customer went to the emergency room (ER) with blood glucose having risen to 800 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026.